Event description:
The device was used during an unspecified procedure. Reportedly, the cartridge disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for eval.